Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 a hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2. Report source: germany. Literature: revision total hip arthroplasty using a modular fluted, tapered revision femoral component and interlocking screws in vancouver b3 periprosthetic fractures with insufficient bone at the isthmus. B. Fink; a. Ahmadian; f. H. Sax; p. Schuster. The bone and joint journal. Pages (1-8). 2024. Doi: 10.1302/0301-620x.106b4.bjj-2023-0899.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that there was one patient that developed a hematoma that required an evacuation two weeks post-operative. Diligence is completed and no further information on the reported event has been provided.